Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6; a medtronic representative went to the site to test the equipment. The battery was replaced and the system then passed testing. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when downloading a patient scan from electronic picture archiving and communication systems (pacs) with 152 slices, the image did not fully populate. It was confirmed that this is the only image with this issue-- all other images of 85 slices download without issue. The manufacturing representative (rep) was unable to resolve the issue with modifying any of the image and model settings. It was noted that the probable cause was the imaging protocol. There was no patient present.

Manufacturer narrative:
H3) the software team reviewed the system logs and identified seven user sessions prior to the reported incident. On the incident date, the user performed an stdfess procedure. A 152-slice CT series retrieved from electronic picture archiving and communication systems (pacs) failed to load, even though all 152 sop instances were successfully received by scpdaemon. The dicombridgefromdaemon.log recorded ¿end of stream¿ for each file in the series, and the system generated the error: ¿compute volume failed: volume does not have valid data.¿ utilization logs showed the affected volume with a bit depth of 0 and placeholder dimensions, confirming that pixel data was missing. Two additional 152-slice CT series from the same scanner and patient loaded without issue. According to gch feedback, the user completed surgery the same day using a different scan on the same system. No system faults or software anomalies were identified. Root cause: corrupted or incomplete CT series as stored on pacs, likely due to imaging or archiving issues, not a navigation system defect. Reviewed the archive a confirmed a CT scan of 152 slices (0.63 mm spacing, 1.25 mm thickness) that could not be loaded on the s8 system due to corrupted data. Another archive from the same day containing a 92-slice CT scan with 1.25 mm spacing and thickness loaded normally and achieved perfect registration. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h6) additional corrected information was received. It was clarified that the battery was replaced in a separate unrelated event. In this current file, no fault was found when a manufacturer representative went to the site to test the navigation system. Per technical services (ts), "the rep did not find an issue that was system related to the image quality complaint. Given that the issue occurred only with one specific image, no others experienced the problem, it was indicating that the navigation's system imaging protocol may not have followed during the scan or something may be wrong with the image formatting that was not compatible with the navigation system. A good analogy would be trying to type on word doc with a .pdf file instead of a .docx file." Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.